Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the device on-site, where the issue was confirmed. The the reported issue was solved by replacing pressure transducer printed circuit boards (pcb) and both nozzle units. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. Evaluation of the provided device logs confirms the reported issue. The logs show that the monitor pressure transducer subtest failed several times due to the pressure deviating by more than 1cmh2o between the breathing and monitoring subsystems. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against the mouthpiece with the feather spring to regulate the gas flow through the gas module. The pressure transducer pcb and both nozzle units were returned for further investigation. Visual inspection of the returned part revealed no abnormalities. The parts were placed separately into a reference ventilator for simulated use testing, where they passed multiple pre-use check (pucs). After this, the returned parts were placed in the test ventilator, and the device passed several pucs. Following this, ventilation was successfully performed for several days without generating any alarms or errors. After ventilation, several pucs were conducted, all of which passed. The nozzle unit should be replaced during the annual preventive maintenance or after 5,000 hours of operation, whichever occurs first. Based on the analysis of the received logs and the available information, it appears that preventive maintenance has been performed in accordance with the prescribed instructions. The conclusion is that the reported issue has been determined to be early wear of the membrane in one of the nozzle units.

Event description:
Manufacturer ref.#: (B)(4).